Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years 9 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a medtronic transcatheter valve due to aortic stenosis and increased gradients. No other adverse patient effects were reported.